Event description:
The facility reported a pump with damaged batteries. The condition was discovered during biomed testing. According to the hospital representative there was no patient injury or medical intervention reported.